Event description:
Device 1 of 2. Reference: manufacturer report 1627487-2010-00665. The pt was implanted on (B)(6)2002 with an scs system consisting of a neurostimulator receiver and two percutaneous leads. It was reported that the pt had not used the system in many years and when she tried to turn it on it did not work. The physician replaced the system on (B)(6)2009 with an ipg and percutaneous leads. The explanted devices were returned to ans for eval.

Manufacturer narrative:
Device 1 of 2. Eval results: receiver failed functional testing. It appears the asics and/or other internal components have failed causing no output signals. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.